Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing involving 24 cassettes from a one (1) hour protocol. A leica field support specialist who attended the laboratory on (B)(6) 2012, found a discrepancy between the ethanol concentration in bottle 10 measured directly using a hydrometer and that calculated by the instrument software. On (B)(6) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.